Manufacturer narrative:
Further investigations performed with the patient sample did not find any evidence of a factor that interferes with a component of the ft3 assay. For diagnostic purposes, the results should always be assessed in conjunction with the patient´s medical history, clinical examination, and other findings. The investigation did not identify a product issue.

Manufacturer narrative:
**UDI related data quality updates only** d3 is the initial distributor in the us.

Manufacturer narrative:
The serial number of the customer's e 801 analyzer was (B)(6). The ft3 reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(6). Ft3 reagent lot 669112, with an expiration date of 29-feb-2024 was used on this analyzer. The serial number of the e 411 analyzer used for investigation is (B)(6). Ft3 reagent lot 686656, with an expiration date of 30-apr-2024 was used on this analyzer. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii on two cobas e 801 module analyzers and a cobas e 411 analyzer. Refer to the attachment for all patient data. The sample was initially tested on the customer's e 801 module on (B)(6)2023. The sample was repeated using the abbott alinity and wako accuraseed methods. The sample was also treated with a 25 % polyethylene glycol (peg) solution and then repeated on the customer's e 801 module. The sample was provided for investigation, where it was tested on a second e 801 analyzer and an e411 analyzer on (B)(6) 2023.